Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, when they connected the real intelligence tablet, both screens went black. They tried to disconnect and reconnect but the issue persisted. The procedure was completed by changing to manual procedure. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence tablet, (israel) rob10027, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a console and advanced to a case. During evaluation, the tablet blackout was repetitive. The most likely cause of this event is esd interference and/or signal noise that causes the tablet to shut off to prevent current overload. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the recovery procedure guidelines. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from israel, it was reported that during a cori assisted tka surgery, when they connected the real intelligence tablet, both screens went black. They tried to disconnect and reconnect but the issue persisted. The procedure was completed by changing to manual procedure. Patient was not harmed beyond the problem reported. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence tablet, (israel) rob10027, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The tablet was connected to a console and advanced to a case. During evaluation, the tablet blackout was repetitive. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the recovery procedure guidelines. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from israel, it was reported that during a cori assisted tka surgery, when they connected the real intelligence tablet, both screens went black. They tried to disconnect and reconnect but the issue persisted. The procedure was completed by changing to manual procedure. Patient was not harmed beyond the problem reported. The most likely cause of the reported issue is related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.